Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose with blood glucose level of unknown. The customer blood glucose was 380 mg/dl. The customer was in emergency room as a result of high blood glucose. Customer was declined to provide all information. The insulin pump will not be returned for analysis.